Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision procedure was required to remove an augmented baseplate due to an indeterminate infection. The patient had not taken the required medication. The surgeon accessed the joint through a delta approach, removed the glenosphere, and used an extractor to remove the baseplate. Attempts have been made, and no further information has been provided.

Event description:
It was reported that a patient underwent a revision procedure to remove an augmented baseplate due to an unspecified infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in germany. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.